Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash from his back and lower rib area, where the garments touch. The patient's physician recommended using over the counter anti-itch ointment. The irritation improved after following the doctor's recommendation.